Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'failed downstream occlusion test' was not confirmed/reproduced during evaluation. The device was found out of specification in relation to the reported failed downstream occlusion test. Evaluation, however, observed downstream tubing guide to be out of specification, as assignable cause for customer allegation as a failing tubing guide may prevent proper pressure detection. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test during preventative maintenance in biomed service department. There was no patient involvement. No additional information is available.